Event description:
It was reported that even after several fittings with his vibrant soundbridge, the patient received no benefit. It seems that the patient was not a good candidate for a vibrant soundbridge, due to the fact that he was out of the indication criteria (preoperatively) so when the first fitting was carried out it was not surprising that the patient had some audition but no intelligibility at all. After that nothing further was heard regarding this patient. The explanation which was carried out in 2007, was not related to the implant but to the selection criteria. The patient was implanted with a pulsar cochlear implant device.

Manufacturer narrative:
The device has been explanted and should be returned to facility, where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.